Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, pain, swelling.